Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down and displayed a " compressor fault -3001 " message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed.  Please reference updated section d1 brand name and section d4 catalog number that does not apply and should be removed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report of the device inappropriately shut down was not replicated or confirmed. The device was put through extensive testing without duplicating the report. Review of the device log found no evidence of the report. The internal battery was replaced as a precaution. The customer's report of the device displayed a " compressor fault -3001 " message was observed during review of the forensic memory log. However, the device was put through extensive testing without duplicating the report. An internal inspection found the flow screens to be dirty which may have caused the messages. The flow screens were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.